Manufacturer narrative:
(B)(4). Batch n9398y. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a total laparoscopic vaginal hysterectomy, the top jaw of the enseal instrument broke while dissecting tissue. The top jaw is still attached to the instrument. A second like instrument was used to complete the procedure. There were no patient consequences reported.